Manufacturer narrative:
The impella device was discarded by the customer and therefore, a physical examination of the device was not possible. As such, we are unable to definitively determine a root cause for the reported complaint.

Event description:
The complainant reported a (B)(6) male patient was put on hemodynamic support using the impella 5.0. During support, the patient developed an ischemic stroke. No treatment was provided.

Manufacturer narrative:
The product and its data logs were not returned for analysis. Investigation concluded the following: the site reported that the patient suffered an ischemic cerebral infarction and thrombus formation was reported in the left chamber. Furthermore, the patient ultimately expired from multiple organ failure after ECMO (extracorporeal membrane oxygenation) support was disrupted due to a blood clot. Therefore, the root cause of the reported cerebral infarction and patient death were determined to be related to patient condition and not related to impella. The reported fluctuating purge flows and values were noted to be within normal ranges. However, no product or data logs were provided. This report is being filed as part of a retrospective review of historical records. Additional review of the information was completed, and correction/update was made to the respective populated fields in this report.

Event description:
The user facility reported a patient was implanted with an impella 5.0 for mechanical circulatory support (mcs) and experience low pump flow, cerebral infarct and expired. Approximately four days after start of impella the purge flow rate increased from 15 ml / h to 20 ml / h, and it was said that pp300-400 units had passed. It was not noted in the management so far that the purge flow rate fluctuated so much, but there was an inquiry as to what was the cause. It was noted, the value of the purge flow rate is in the range where there is no problem, but usually it does not fluctuate so much, therefore the purge set was replaced. Following three days later, now day seven of support, the patient developed a cerebral infarction, and it was noted to be unclear whether there was a link between the cerebral infraction and impella. The patient was also on extracorporeal membrane oxygenation (ECMO). The physician comments around this event were noted as the following: when computed tomography (CT) scan was taken, there was sporadic infarction rather than CT scan findings such as post-resuscitation encephalopathy. It was further noted there was a strong possibility of an ischemic infarction. Since the patient's cardiac function was not above an ejection fraction of 10% before the insertion of impella 5.0, and the heart was not moving, there was thrombus formation in the left chamber, and the possibility that the impella pump ejected it is not zero. Further, since it was a cardiogenic shock, and there was abnormal coagulation, various factors can be considered. Three days later, now 10 days after start of support the patient expired. It was noted the patient was supported extracorporeal membrane oxygenation (ECMO), but it was stopped due to blood clot in ECMO. Patient died without maintaining hemodynamics. The impella 5.0 device performed with a high purge pressure and a purge flow rate of 2 or less. The cause of death was noted to be multiple organ failure and with a ¿not relevant¿ relationship to the impella device. The physician further commented due to cardiogenic shock, the situation was severe after the resuscitation, and it was difficult to save the patient's life; no relationship to the impella device. With the information at hand, including the physician's comment of unrelatedness, the impella 5.0 cannot be excluded as a possible contributing factor. There are unclear timeline details and some conflicting information as it was noted it was unclear whether there was a link between cerebral infarction and impella device.